Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. The data analysis of the logs was not necessary as the returned device testing reproduced the issue, and purge flag was confirmed to be broken (missing at blue disc retainer). The root cause of the purge cassette not being recognized was due to the broken purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) did not recognize the purge disc. This aic was replaced with another aic and had no further issues. There was no patient harm reported.